Event description:
It was reported to boston scientific corporation on march 31, 2023 that an epic biliary stent was to be implanted in the hepatic duct and common bile duct to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with bilateral stenting procedure performed on (B)(6) 2023. During the procedure, the stent was unable to deploy. Also, the delivery system was noted to be broken. The device was removed; however, device fragments were left unretrieved. The procedure was completed with another epic biliary stent. Note: a photo of the complaint device inside the patient was provided and it was observed that the epic biliary stent was partially deployed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Patient code e2008 captures the reportable event of unretrieved device fragment.